Manufacturer narrative:
Initial MDR was inadvertently sent with incorrect information in: type of reportable event.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a .190 x .065 oval shaped hole in the silicone. The hole center is located .595 above the silicone to sleeve interface. The silicone exhibits localized melting around the hole, indicating that an arcing event occurred. It was determined that the arcing event may have caused the patient port site burn if the area of the breached insulation was up inside or close enough to the cannula tip, allowing stray current to transfer. The mcs instrument was also returned and evaluated. The instrument was visually inspected and did not exhibit char marks or any burrs or sharp edges that would damage the tip cover. No evidence was observed on the instrument that would be a main contributor to an arcing event.

Event description:
It was reported that when removing the trocar sleeves from the patient's abdomen at the end of a da vinci si hysterectomy procedure, one trocar site was noted to have a burn area at the edge of the incision. Afterwards, the surgical staff observed that the monopolar curved scissors (mcs) tip cover accessory (used with the mcs instrument during the procedure) had a hole in it. No additional patient harm was reported.